Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unknown colony forming units (cfus) of moderate growth of escherichia coli. The issue was found during a routine culture of the scope. It was also noted that while the awaiting culture results, the scope was used on a patient, however, it was confirmed that there was no patient infection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of customer provided third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturers investigation results. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, however, the reported event could not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.